Manufacturer narrative:
Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. Analysis was performed on the returned device. The reported plunger couldn't be depressed to meet the collar of the device could not be confirmed as the plunger was successfully deployed during returned device analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history revealed no other similar incidents. The reported failure to deploy the plunger (plunger couldn't be depressed to meet the collar of the device) appears to be related to interaction with the patient scar tissue due to procedure circumstance. The subsequent treatment appears to be related to procedure circumstance. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Manufacturer narrative:
G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. The additional two vessel closure devices referenced in b5 are being filed under separate medwatch report numbers.

Event description:
It was reported that suture placement in the left common femoral artery (lcfa) was attempted with a proglide device using the pre-close technique via a 6f sheath prior to an aortic stent interventional procedure. There was reported scarred tissue at the lcfa and a stiff puncture due to prior procedures. Reportedly, the first proglide device was successfully pre-placed at 11 o'clock. A second device was attempted; however, when the plunger was removed there was no suture present. A third device was attempted; however, the plunger couldn't be depressed to meet the collar of the device as it was stuck. The sheath was upsized to a 10f and the aortic stent procedure was completed. It was attempted to achieve hemostasis with the sutures of the successfully pre-placed device but one suture was not enough to achieve hemostasis; therefore manual arterial compression was successfully applied. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.